Event description:
Implant date: 9/1998. Routine post-op x-rays revealed that one of the t-bolt connectors on the right side had detached from the screw. Subsequently, one of the screws was found to be broken. During the revision surgery on 01/06/1999 to replace construct, the crosslink plate was found to be loose.